Manufacturer narrative:
An alarm during self-test due to faulty y1 on rfb. Pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated alarm did not occur during the rewind/prime sequence. The customer was advised that the device would be replaced.